Event description:
Olympus (oj) was informed by the user facility that when the power for the high-definition liquid crystal display monitor was turned on, no image is displayed on the monitor. The customer¿s reported problem was found during preparation for use. The scheduled diagnostic endoscopy procedure was completed with another similar device. No death, injury or harm was reported. There are two events related to this monitor. This report is being submitted for the second event. The first event is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
The investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.